Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on december 7th caller reports that a patient coded and died yesterday on (B)(6) 2020 in imc room 426 around 13:43pm, and heart rates at the 91387 central were 20-40 beats different from the qube in the room.

Manufacturer narrative:
Spacelabs investigation concluded no failure was found. The concomitant device 91496 command module generated several high-priority alarms for ventricular tachycardia, tachycardia, bradycardia, apnea, and asystole. The information present suggests there were almost constant alarm indicators present at the monitors for over 30 minutes at the time of this event. The field service engineer went onsite and tested the unit. It passed all functional tests, including all visual and audible alarms. This report is complete, and this issue is considered closed.